Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced an e-2 error. It was further reported that the unit had a loose jaw.